Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not sound when sensor expiring alerts were declared. There was no reported impact to customer's blood glucose level. Customer continued to use the pump for insulin therapy.